Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. Photo investigation summary: neuchatel team received for evaluation one picture for both product codes impacted (810081 and 810041bl). No physical product was received. An investigation was conducted on the received photo and the manufacturing file. Both product codes affected (810081 and 810041bl) have the same mesh length of at least 500 mm, in accordance with the specifications. Based on the picture, all parts are missing, only two parts of the mesh are visible, surrounded by a large amount of organic material and based on the ruler, max length is around 250mm. It is impossible to identify which part of the mesh is related to which product code. Based on the evaluation of the complaint, cannot be confirmed with the photo received. Events of this type are regularly followed up in document, therefore the complaint is closed for follow-up.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2006 and mesh was implanted. The patient experienced pain on pubis, inside vagina left side, piriform and pudendal. Consequences of non-care, loss of work and divorce. Non-permanent paralysis of the left leg, urinary leakage, psychological condition affected. Device was explanted on (B)(6) 2025. No further information is available as the event was reported in confidence.